Event description:
A customer contacted beckman coulter inc. (Bci) regarding several false low glucose (glu) results generated by the unicel® dxc 600 pro synchron® chemistry analyzer.only one example of the erroneous results was provided. The erroneous results were not reported outside of the laboratory. Critical rerun and subsequent reruns yielded results that were higher and were reported outside of the laboratory.no reports of death, injury or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) had been on-site to service the module for calibration and imprecision issues. Fse repaired the module.a clear root cause for this event has not been determined to date.